Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Ref MFR report # 1627487-2014-23634; 1627487-2014-23637. It was reported the pt's ipg was previously removed (unk reason) and the leads and extensions were left implanted. The pt is now experiencing pain at the lead site and requesting to have her lead and extensions removed.